Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided g4: premarket identification PMA/510(k) #: k113753/k112160.

Event description:
Doctor reported that in the same session, a patient was scheduled with 2 tabecular metal implants. The implants were post extractional in quadrant 3. The doctor placed the first trabecular metal on tooth 36 with no problems. After that, he wanted to place the second trabecular implant on tooth 35. He took it from the package, he placed the implant in the socket , but the implant wasn't going forward. He removed the implant from the socket to see what is happening and saw that the apical part was fractured and blocked in the alveolus. He struggled hard to remove the apical part remained in the alveolus. The procedure was completed with another implant: tsv6b10.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tmm4b10, (imp tm 4.1mm mtx,10mm), for evaluation. Visual evaluation was performed, a fracture has been identified on the implants bottom. Device history record (DHR) review was completed for the subject lot number 1273166. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1273166, for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the bottom. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.